Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) walked the customer through powering on the all in one (aio) using the power switch, and the device powered on successfully. The system functioned as intended after the field service engineer assisted the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was down and insulin glargine injection 100 unit/ml could not be issued. The aio was powered off and did not turn on. The customer reported that a power supply outage had occurred at the facility. There were no delay or adverse events or injuries reported based on this event.